Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was molding defect (short shot) and non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "the following two molding defects of wingset utpbbcs: a molding defect on the wing was found before use after unpacking, there was a flash on the button, which was caught on hcp's glove, leading to the situation where the needle came off from the patient's skin during blood collection."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was molding defect (short shot) and non patient needle separation from the holder luer/adaptor/hub. The following information was provided by the initial reporter. The customer stated: "the following two molding defects of wingset utpbbcs: a molding defect on the wing was found before use after unpacking, there was a flash on the button, which was caught on hcp's glove, leading to the situation where the needle came off from the patient's skin during blood collection."

Manufacturer narrative:
H6: investigation summary bd received 2 photographs from the customer in support of this complaint. The photographs were evaluated and show blue wing with a moulding defect-flash and, detached from the push button assembly. Additionally, 10 retained samples were visually checked and no defects were found. Bd was able to confirm the customer¿s indicated failure mode for both defects, molding defect and detached component. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h10.